Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 3 months and 23 days after the dental implant was installed in intraoral region #24, its non- osseointegration was observed. Moreover, fenestration has occurred, bone graft was placed and the patient presented bone type IV.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Lot number was not provided by customer.

Event description:
(B)(4) ¿ the dentist reported that 3 months and 23 days after the dental implant was installed in intraoral region 24#, its non- osseointegration was observed. Moreover, fenestration has occurred, bone graft was placed and the patient presented bone type IV.